Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became hot while charging. In addition, the customer received an occlusion alarm. The contact stated the customer's blood glucose level (bg) was elevated due to charging hormones (400s mg/dl). A correction bolus was delivered to address bg level. The customer stated they are working with their healthcare provider to adjust basal rate settings. Reportedly the customer has manual injections as alternate insulin therapy.